Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during a bolus delivery. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.